Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced positional sensitivity to stimulation. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.